Event description:
Pulmonary lab during a 6 minute walk there was a delay in picking up a pulse on the massimo hand held pulse oximeter (rad57). Sensitivity set to max, proper probe placement verified. Pulse oximeter turned off during the test, another pulse oximeter had to be utilized. Ongoing issues with massimo hand held pulse oximeters since 2012, cure letter sent (B)(6)2014.